Event description:
Abacterial arthritis (reddening of the knee, overheating of the knee, marked swelling of knee). Info was recieved in 2004 from a physician regarding a pt (initials and age unknown), with a medical history of knee joint intra-articular cartilage injury (dates unk), stage 3-4, who experienced abacterial arthritis of the knee. The pt began synvisc injections into the knee on unknown dates. The pt experienced reddening, overheating, and marked swelling of the joint involved similar to that occurring in arthritis between the 5th and 9th injections. The physician's initial suspicion, that the above symptoms could be due to bacterial micro-organism had not been confirmed. There was without exception, abacterial arthritis of the affected knee joint, which subsequently healed without any consequences. The knee was aspirated and followed by local anti-inflammatory treatment. Allergy tests were also performed and they were negative. No allergic skin reaction was seen. At the time of this report the pt recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.